Event description:
It was reported in a published case study that a patient had an initial left total hip arthroplasty performed on an unknown date. Approximately a year and a half later, the patient began to experience mechanical symptoms of locking, catching, and subjective instability with severe pain. Aspiration and radiology studies yielded no explanation. Three months later, the patient presented to the emergency room with severe pain without coinciding trauma. An anterior dislocation was identified on x-ray. Dislocation attempts were made in the ER and or without success. A postop CT revealed an intraprostatic dislocation with retention of the liner within the shell. The patient was revised on an unknown date where reactive synovial tissue was removed along with the poly liner fragments from the fractured component. The acetabular component and metal mobility liner were stable and well-seated. The dual mobility components were exchanged with a stable, well-fixed reconstruction. At three months follow up, the patient has reported significant improvement. Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. D10: unknown head 22mm. Unknown dm bearing. Unknown g7 osseoti cup 44mm. Unknown wagner cone stem 15mm. Unknown 22 mm + 3, 12/14 taper head. Unknown outer 32-mm shell. G2: bailey ep, hrudka bt, ross bj, premkumar a, wilson jm, berdis ge. Fracture of dual-mobility polyethylene liner in a primary total hip arthroplasty: a new complication to a modern design: a case report. Arthroplast today. 2025 sep 8;35:101800. Doi: 10.1016/j.artd.2025.101800. Pmid: 40988870; pmcid: pmc12450735. Pictures were not provided of the head and liner, only the bearing. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a patient had an initial left tha on an unknown date as part of a case study. The patient began experiencing intense pain and instability. Three months after the initial complaint of pain, the patient presented to the ER with a dislocation, then a disassociation. A revision occurred where the bearing was found to be fractured and the synovial tissue inflamed. New products were placed with no complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with intraprosthetic dislocation post reduction of an anterior dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.